Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/22/2009, 01/23/2009, 01/26/2009, and 02/29/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 02/19/2009.

Event description:
A surgeon reported a pt experiencing positive dysphotopsia, halos, and glare, following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.